Event description:
Manufacturing ref. #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been finalized. The customer is self-servicing and our fse (field service engineer) was not on site. No logs were provided and we were informed that replacing the o2 cell/sensor, as it is advised in the service manual as one of the remedies against the reported technical error, solved the issue. The reported technical error is a communication error between ID proms/eepots and monitoring subsystem. Due to lack of device logs and because of no part were being returned to our investigation, we have not been able to establish the root cause in this investigation.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturing ref. #:(B)(4).